Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to aseptic femoral loosening. The cup was removed and replaced, but the stem was not.

Event description:
It was reported a revision surgery was performed due to aseptic femoral loosening but during the procedure, it was found that components were stable. The cup was removed and replaced due to iliopsoas abrasion on the rim of the cup but the stem was not. The affected cup is not registered in the us.